Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The event was further described as ¿the dark blue sterile tip just kept coming apart from the light blue area on the twist clamp¿. This occurred during disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: the correct manufacturer aware date for this report is 07/22/2024 (previously reported as (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.